Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medical coordinator reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose level was over 600 mg/dl. The customer was treated with insulin drip. Customer stated that they did alleging insulin pump for under delivery. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not used auto mode feature at time of high blood glucose event. The insulin pump as well as reservoir will not be returned for analysis.